Event description:
Customer claims that the clamp failed approximately 40 minutes after being applied. The medical team noticed a problem in cooling the heart; the clamp was checked and determined to be broken. The clamp was replaced with a new clamp, a cardioplegia was performed and the heart was recooled. No patient injury reported.